Manufacturer narrative:
Although it has been indicated that the used device will be returned to navilyst medical, to date it has not been received. Upon receipt of the sample/completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported by navilyst medical's distributor in (B)(6), during a PICC placement procedure, the handles detached from a peel-away sheath which was inserted into the vessel. It was necessary to utilize a snare to remove the sheath. The pt's condition is reported as "stable." It was stated that the used sheath would be returned to navilyst medical for evaluation.